Event description:
It has been reported to co that during a ptca procedure the balloon of this device ruptured. Reportedly, the physician is questioning damage to the balloon by a previously implanted stent. The pt is reported as fine and the device is being returned for co's analysis.